Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature battery depletion. The device, which was implanted on may 5, 2004,reached eri on november 17, 2006. The device was replaced with success on november 29, 2006, and it will be returned for the analysis.